Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated blood glucose reading was 44 mg/dl, treated with juice. Customer also stated that his son was very sensitive to insulin. The insulin pump will not be returned for analysis.